Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hypoglycemia while using the infusion device. The patient's blood glucose level decreased unexpectedly. The blood glucose results were not provided. The type of treatment provided to the patient was unknown. The patient was hospitalized for 7 days. The reporter supposed there was a malfunction with the infusion device. No further information was provided.